Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy procedure. The suturing device was being applied to the vaginal cuff. The device was loaded and approximation of the vaginal cuff was started. The handle of the device was making an audible noise each time it was squeezed, it was difficult to toggle. After approximating a portion of the cuff, the suture broke. The device, portion of suture, and needle were removed from the patient. Attempted to load a new suture on the device but it would not load. A new suturing device and needle reload were used to complete the case without further issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the device was difficult to toggle and load and the suture broke. They attempted to load a new suture on the device and it would not load. They pulled a new device and new suture and it was loaded and used to complete the case without issue. There was no injury caused to the patient and no medical intervention was required.